Event description:
Extravasation of adriamycin (chemotherapy) from indwelling port-a-cath. Despite good blood return and negative dye study. (Swelling noted in neck in location of port, c/o chest soreness: initially prompted dye study). Pt under care of plastic surgeon for wound healing.